Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the chair is failling apart. All the attaching hardware is rusted and loose, and armpads are torn & loose.